Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced scrotal discomfort with an artificial urinary sphincter (aus) due to the pump being out of position due to too much tubing. A surgical procedure was performed in which the pump was repositioned. During the surgery the tubing was cut shorter and put in a better spot in the scrotum. There were no device performance issues with the device.